Manufacturer narrative:
Follow-up #1 date of submission 02/19/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2016 with the following findings: during a visual inspection of the pump, no moisture was observed behind the display. No cracks or damage was observed on the pump. The pump passed a leak test. The pump cover was opened and no moisture was found in the pump. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.